Manufacturer narrative:
Eval summary: no quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications consumer alleges burn from wrap care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Follow-up (july 10, 2015). New information was received from the product quality complaint group included investigational results.

Event description:
Burns or burn blisters [burns second degree]. Burns or burn blisters/burn wound [thermal burn]. Burn scars [scar]. Thermacare was applied directly on body. Patient had worn several clothes over the product. [Device misuse]. Case description: this is a spontaneous report from a contactable pharmacist via sales representative. A (B)(6) years old female patient not pregnant) of an unspecified ethnicity started to use thermacare heatwrap; (thermacare lower back & hip) lot number: h21005, expiration date: jul2016, 8 hours per day for two days on an unspecified date for back pain. The patient's medical history included thermal burn in autumn 2013, when using another heat producing product hansaplast ointment. Concomitant medication included phenprocoumon (marcumar) 3 mg since 1986 and ongoing and ramipril 5 mg ongoing. The patient used electric heating pad in (B)(6) 2014 for three days in the evening, no adverse events occurred. In (B)(6) 2014, the patient experienced burns or burn blisters after 8 hours (initial reported as 6 hours) of thermacare heatwrap use. The event was further described as burn wound. The patient developed burn scars. The skin tone was described as medium fair (neither fair nor dark). Patient did not have sensitive skin. Patient did not use the whole package. Thermacare was used before for 2 days. Thermacare was applied directly on body. Patient had worn several clothes over the product. Patient did not do sports and did not control skin during application. Patient had read the patient information for use before application. Patient did not use other products during time frame of adverse effect. The patient did not receive treatment and was not hospitalized due to events. "No causality to the treatment with thermacare heatwrap was reported." The outcome of the events burns or burn blisters were resolved with sequel (scars) on unknown date. The outcome of the events was unknown. Action taken with thermacare heatwrap was withdrawn in (B)(6) 2014.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Follow-up (16mar2015): follow-up attempts completed. No further information expected. Follow-up (27mar2015): new information from contactable consumer included: patient's date of birth was provided, suspect product name, indication, action taken. Concomitant medication. Event onset date. Event outcome, no treatment. Product lot number, expiration date. New event thermacare was applied directly on body. Patient had worn several clothes over the product. Follow-up (14apr2015): new information received from the same contactable consumer included past product history hansplast ointment and reaction data (added the event term scar). This case has been upgraded to a serious reportable device report. Follow-up attempts completed. No further information expected. Company comment: based on the information provided, the events burn or burn blisters/bum wound as described in this case are considered serious bodily injury resulting to permanent damage of body structure (reported as burn scars), and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.